Event description:
Follow-up information revealed the patient has gained weight recently. In addition, the patient has effective therapy following the procedure.

Event description:
It was reported the patient's ipg migrated in the pocket. In addition, it was stated the patient has lost/gained weight. As such, the patient underwent surgical intervention on (B)(6) 2019, where in the same ipg was repositioned and anchored.